Manufacturer narrative:
It was reported that the sample cracked. Two photos were taken by the customer that confirm the complaint and a quality notification was sent to the manufacturer. From the manufacturer's investigation, it was not possible to determine the most possible root cause that generates the condition reported due we were not able to replicate the failure in the current process. Lot reported was manufactured on feb 07th, 2024, before actions for improvements in the preventive maintenance for the fixture. Following actions were defined: the fixture spike press procedure was updated to specify that preventive maintenance is required for this fixture to ensure that the equipment is in optimal conditions for use. Completed on jul 31st, 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Materials: 2300e-0500 batch#: 24025033. It was reported by the customer that "cracked luer lock." Rcc received a complaint via email. Chc complaint reference #:(B)(4), hospital complaint reference #: (B)(4), customer (hospital) name: xx xxxx xxxx - xxxxx xxxx, customer address: xxx xxx xxx x xxxxxx - xxx xxxx, xxxx, xx, xxxx, (B)(6), contact name: xxx xx xx, phone: xxxxxxxxxx(ext: xxx), e-mail: xxxx.xxx@xxxx.xx.xx. Correspondence language: english, cat# of product being complained: (B)(4), description of product: bag access device 100ea/ca, lot or s/n: (B)(6), complaint category: damaged / broken, reportable: no, incident date: (B)(6) 2024, hospital complaint reference #:(B)(4), details of complaint (reported issue): "cracked luer lock," complaint noticed: during / after use, problem frequency: 1st time. Customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 2 ea samples available? No is customer requesting an rga?: no return qty:

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 2300e-0500. Batch#: 24025033. It was reported by the customer that "cracked luer lock". Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). (B)(6). Correspondence language: english. Cat# of product being complained: al2300e-0500. Description of product: bag access device (B)(4). Lot or s/n: (B)(6). Complaint category: damaged / broken. Reportable: no. Incident date: (B)(6) 2024. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): "cracked luer lock". Complaint noticed: during / after use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 2 ea. Samples available? No. Is customer requesting an rga? No.